Event description:
After 37 seconds into the phaco mode the surgeon noticed a possible cornea & burn due to heat generated by the phaco handpiece. Heat build up in the phaco tip, due to blockage of the aspiration port seems to be the cause factor of the burn. Blockage of irrigation or aspiration ports can create & heat phaco tip.